Event description:
Following an implant procedure, audible noise and an inappropriate magnet response were observed from the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.